Event description:
It was reported that the inlay was loosening.

Manufacturer narrative:
(B) (4). Conclusion: it is not possible to examine the cause of the loosening. The investigation shows that there are no signs of a production or material failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.